Event description:
Lower leg infection. Report rec'd from a health care professional in 2002 regarding a pt who rec'd three injections of synvisc for treatment of osteoarthritis of the knee. The pt developed an infection of the lower leg for which the pt was hospitalized (corrective treatment not provided.) The pt is reported to have recovered. Review of synvisc product release data by the genzyme quality assurance department did not indicate trends that could be associated with any product complaints.